Manufacturer narrative:
Additional narrative: it was reported that patient underwent on (B)(6) 2007 tvh /apical suspension /cysto due to pop symptoms, (B)(6) 2007 exploratory laparotomy, evacuation of clot and hemostatic sutures of the adnexae due to postop bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/30/2016. Additional information: age/date of birth.